Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: (B)(6), model: db-2202-45, serial: 7073329, batch: 7073329.

Event description:
It was reported that after the patient rubbed her head with a bristle brush and the scab was removed, the patient presented with dried blood at the site and left lead was exposed. Due to the wound dehiscence the surgeon performed irrigation and debridement of the scalp. There were no devices implanted or explanted. The patient was prescribed an oral antibiotic. The patient was doing well.